Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh and boston scientific obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation and obtryx transobturator mid-urethral sling system implantation (boston scientific) on (B)(6) 2005 due to pelvic organ prolapse and stress urinary incontinence. The patient underwent mesh repair on (B)(6) 2010 due to mesh erosion through vaginal wall. It was further reported that patient underwent mesh removal on (B)(6) 2011 due to pain, erosion, and other complications. It was reported that she experience pain, erosion, extrusion, infection, bleeding, dyspareunia, and vaginal scarring. (B)(4) - extrusion; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.